Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer wants to receive the pump that does not have the scroll wrap feature since he has given himself the max bolus in the past. The customer's blood glucose was not recorded. Customer stated that he lost his (B)(4) adapter. The customer was transferred to a (B)(4) representative. Customer was sent a scroll wrap form. No further information was provided.